Manufacturer narrative:
An isi field service engineer (fse) has been requested to investigate the reported event. The fse replaced the universal surgical manipulator (usm) according to isi procedures. System is verified ready for use. Isi received the unit involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. When the unit tested on an in-house system and failed normal mode as it triggered 32056 error. Remote fe logged errors of 32056, 32058, 48100, 1173 & 1123 ac_2c. The unit test on a pftp and failed usm agc current. Performed a-b-a and confirmed pitch sl2 ffc is bad. The unit then went through testing on a pftp using gold sl2 ffc & it passed all required tests. Pitch sl2 ffc, pitch sl p & bracket will be replaced as a fix to the reported problem. A log review confirmed the benign hysterectomy procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer called an isi technical support engineer (tse) and reported that they have a disabled arm number 2. The tse reviewed live logs, error 48100 pointing to universal surgical manipulator 2 (usm 2) node. The tse walked customer through a hard power cycle of the patient side cart (psc), no change. The customer stated that they will disable the arm and continue with 3 arms. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.